Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument was received, and failure analysis replicated/confirmed the customer reported complaint. Failure analysis found the instrument to have a broken chassis at the proximal end. The broken pieces were not returned, measuring roughly 14.00¿ x 13.88¿ and 13.22" x 6.78" in size. Failure analysis found additional damage on the lower chassis; there were 2 broken input disks.

Manufacturer narrative:
On 29-jul-2025, further failure analysis was performed and additional observation(s) not reported by site noted: failure analysis, found additional damage on the lower chassis, there were 2 broken input disk. The instrument was found to have the grip input disk axis 2 and the input disk 3 completely broken. As a result of the full break, functional testing for motion related issues cannot be performed. Other backend components adjacent to the broken inputs do not show damage. For clarification, the instrument was not returned with broken disk. In addition, the instrument was found to have a broken main tube approximately 48.71mm from the distal tip. A piece measuring proximately 5.90¿ x 4.05¿ was not returned with the instrument. Components adjacent to this broken main tube did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The prograsp forceps instrument has not been received a for failure analysis evaluation. A review of an image provided by the customer shows the proximal clevis of the instrument has dislodged where it meets the main tube. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted total hysterectomy with bilateral salpingo-oophorectomy, sentinel lymphadenectomy, washings, omentectomy, and debulking procedure, the prograsp forceps instrument broke inside the patient¿s abdomen. The break occurred near the wrist at an angle, and the instrument could not be removed from the arm as it was catching on the cannula mount. Pieces were observed hanging from the instrument, and during removal, parts of the instrument fell inside the patient. One shard of metal that fell was retrieved. The customer was eventually able to remove the instrument from arm #1 and the patient. A replacement prograsp forceps instrument was used to continue the procedure. No other additional information has been received at the time of this report.